Event description:
It was reported that the patient was experiencing increased leg pain after surgery. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's system was explanted to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch:a000149502.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.